Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was exhibiting tones as heard by the patient. Boston scientific technical services (ts) discussed with the patient the different reasons the device may exhibit tones. Ts provided guidance to the patient to follow up with their following clinic since a new remote monitoring device data transmission was sent, which might help determine if the device is beeping and if so, why. After the discussion with the patient, a subsequent ts review of the device remote monitoring data confirmed that the right atrial (ra) lead is exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms and device tones are programmed on for out of range impedances. The ra lead is not a boston scientific product. The ra pace impedance baseline was stable at approximately 500 ohms prior to the start of the intermittent high out of range measurements. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was exhibiting tones as heard by the patient. Boston scientific technical services (ts) discussed with the patient the different reasons the device may exhibit tones. Ts provided guidance to the patient to follow up with their following clinic since a new remote monitoring device data transmission was sent, which might help determine if the device is beeping and if so, why. After the discussion with the patient, a subsequent ts review of the device remote monitoring data confirmed that the right atrial (ra) lead is exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms and device tones are programmed on for out of range impedances. The ra lead is not a boston scientific product. The ra pace impedance baseline was stable at approximately 500 ohms prior to the start of the intermittent high out of range measurements. The products remain in-service. No patient symptoms or adverse patient effects were reported.